Event description:
A home pt (hp) contacted baxter's technical svc center (tsc) for assistance regarding a system error 2240 alarm rec'd during drain 4/5 of their automated peritoneal dialysis therapy. Reportedly, the hp had left an unused supply line unclamped during therapy. Baxter's tsc assisted the hp in ending therapy early. At the time of the reported event, the pt was hospitalized for peritonities and receiving antibiotics. (Medication and dosage unk).